Event description:
Emt's responded to a person, condition unknown. The device was connected to the patient with ECG cable and electrodes. According to the rptr, the device would not recognize the ECG cable. The cable and electrodes were replaced with disposable defibrillation/ECG electrodes and defib cable but, according to the report, the device alarm "attach defib cable" and would not monitor the patient's ECG. No adverse affects to the patient were reported as a result of the alleged malfunction.